Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and got in intensive care unit due to high blood glucose level and diabetic ketoacidosis on december 4, 2020. Customer¿s blood glucose level was over 600 mg/dl at the time of hospitalization. Customer was treated with insulin drip and fluids for high blood glucose level. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose level. Customer called in stated that there was a large difference between sensor glucose and blood glucose. Customer stated that it was not acceptable. The insulin pump will not be returned for analysis.